Event description:
The device was used to monitor a trauma pt during air transport. The pt was described as in stable condition. At some point, the monitor display allegedly went blank and the service indicator was illuminated. The operator cycled device power and checked the batteries. The device could not be restored to normal operation. There were no adverse affects to pt care reported as a result of the alleged malfunction.